Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A bi-ventricular defibrillator system was returned from an unknown source with no information other than the system was removed from the patient prior to cremation. Information identified in the manufacturer's database noted the patient died three months post the implant of the bi-ventricular system. Cause of death has been requested and not received.